Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium issue and failing leak test. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported during use on a patient that the cardiosave intra-aortic balloon pump (iabp) helium issue and failing leak test. Getinge field service engineer (fse) unit would not pass the leak test and had an autofill issue. When I arrived I found there was fluid spilled on the unit which got inside and on the pneumatic module (d997-00-1178). After replacing this part I performed a pm, a full calibration, and tested the unit. Safety, calibration, and functionality checks passed factory specifications. No patient harm. The equipment was cleared for customer use.